Manufacturer narrative:
(B)(4) - device evaluation: the returned cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
Follow up #1 submitted: 05/28/2013 device evaluation: a retained cartridge sample from lot #b201927; a leak test was performed with no failures; no leaks were observed from the luer connection, o-rings or elsewhere on the cartridge. Review of the pump¿s black box and download history revealed ¿pump not primed¿ warnings with zero force recorded. A rewind, load and prime sequence was successfully performed without alarm. The force sensor was found to be within specifications. A loss of prime was induced during testing and the pump emitted the appropriate audible and vibratory alert. The pump was opened for investigation with no evidence of damage or defect noted to the interior components of the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.